Event description:
The customer reported that during a bypass of gastroenterostomy procedure, the device did not seal successfully, although an endtone, indicating a completed seal cycle, was heard. There was no bleeding, and no injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.